Event description:
The facility reports the patient was taking a bath. When the bath was done, the door would not unlock. There was no harm to the patient, staff, or equipment. Maintenance was called and was able to release the door.